Manufacturer narrative:
A1: patient identifier: requested, not provided. A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that post heart catheterization, the tr band was opened prior to placement on patient. The tech noticed that the tr band would not hold air, upon further inspection of the band. The balloon portion seemed to be melted to the affixation portion of the band. There no was no blood loss and no injury was caused to the patient. Additional information was received 09jan2025: the issue was discovered prior to placement on the patient. There were 18ml's of air injected into the tr band when it was applied. There was a 6fr slender used in the access site. The tr band was noted to be losing air almost immediately. A second tr band was applied to achieve hemostasis. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There is 0ml of air left in the band. The inflator was returned attached to the band. The small and large balloon assembly is partially separated. The band was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the small and large balloon assembly. The sample failed leak testing. The complaint can be confirmed for small and large balloon damage. The exact root cause cannot be determined. The operations quality engineer was notified about this issue and a nonconformance was initiated. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).